Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a low blood glucose level of 20 mg/dl. The customer was in a vehicular accident and was the driver. The event occurred on the customer's first day of using his insulin pump. The insulin pump did not alarm the customer of his low blood glucose level. It alerted him when he was past his low glucose limit. The insulin pump's battery only lasted three days. The product will return. Nothing further to report.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation; the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.